Event description:
Info received indicates the complaint will not latch.

Manufacturer narrative:
The tech isolated the issue to a broken siderail center arm. He replaced the siderail center arm to repair the bed.